Event description:
Hcp reported generator malfunctioning and left upper extremity ballistic movements. Adjustments were made but did not help. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional information is received.